Manufacturer narrative:
Event description: "per reporter, patients condition on last visit, (B)(6) 2019, bcva 20/50, "eye is safe, uninflamed, good iop" should be removed from initial medwatch report. Information is not applicable. On (B)(6) 2019 the lens was removed should be corrected to (B)(6) 2019 the lens was removed, in initial medwatch report. Device evaluation: lens was returned in a vial with liquid. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -13.50/4.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Pupil block, angle closure with elevated iop (50 mmhg), and excessive vault were observed. On (B)(6) 2019 the lens was removed and exchanged with a smaller length lens. Reporter noted "vault is still generous but safe." This resolved the problem. Cause of the event is reported as "recommended lens too large." Per reporter, patients condition on last visit, (B)(6) 2019, bcva 20/50, "eye is safe, uninflamed, good iop, still generous vault but safe exam & iop, angles open."